Event description:
It was reported that during a laparoscopic nissen procedure, the device would not lock the tie when fired. It is unknown which base was used. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice(hc)device during dwell 4 of 4. The caregiver (cg) was nowhere near the hc. The technical service representative (tsr) explained the air alarm. The cg cycled power to have and would call the nurse (rn) in the morning and do a manual bag on the hp.

Manufacturer narrative:
(B)(4). The sample availability and lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.